Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information from the local field representative (fr) indicated that a fracture was confirmed via chest x-ray. The fr also indicated that out of range impedances were recorded.

Event description:
--

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was cut and capped due to a fracture. No adverse patient effects were reported. An attempt to obtain additional information has been made.